Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the display started blinking in a strange way and was foggy. The customer's blood glucose was 20.0 mmol/l at the time of incident. The customer's blood glucose was 13.0 mmol/l at the time of call. The customer's mother stated that the high blood glucose was treated with the insulin pump. The customer's mother stated that the insulin pump was not dropped. The customer confirmed that they have back-up plan available. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.